Manufacturer narrative:
Product complaint #: (B)(4). Batch # r58r58. Investigation summary: the analysis found that one long60a device was returned with no apparent damage and with an ecr60g partially fired 1/16 cartridge loaded on the device. The clamping mechanism was noted to be damaged. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the release button was noted to be damaged. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The damaged on the release button is due to applying a large prying force on the closure trigger handle in the opening direction. This can then result in damage to the release button if the applied load is high enough. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: can you please provide more event details? Did the safety lockout engage (no staples or a cut line delivered beyond the lockout)? Did the stapler partially fire (the staple line and cut line approximately equal in length but did not finish the firing cycle)? What was the appearance of the staples? (B-formation, irregular, legs straight)? Was the device locked on tissue with the jaws closed? Did the jaws eventually open? If the device was locked closed what troubleshooting steps were attempted to open the device (squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch)? There was no additional information which could be provided from the hospital.

Event description:
It was reported that during right lobectomy procedure, the long60a device was locked. No patient consequence reported.